Event description:
Customer reported to beckman coulter, inc. (Bec) that the synchron lxi 725 clinical system generated four (4) erroneous high triglyceride patient results that were reported out of the laboratory. Customer reported that no treatment was given to the patients and the results were amended. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the cartridge chemistries (cc) sample probe and wash collar. The fse replaced a defective cc reagent syringe.